Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and their healthcare provider (hcp). It was reported that the patient had not used their implantable neurostimulator (ins) in quite a while because it wasn't working well for relief. The patient stated that they had to get their ins jump started on (B)(6) 2018 in order to put the device into MRI mode. It was noted that the jump start was successful, after the battery had been dead for two years. The patient attempted to connect with their programmer and saw the ¿charge ins battery¿ screen on the external device. The patient then got out their recharger, which was fully charged, and attempted to start a charge session. The patient mentioned that on (B)(6) 2018 they spent ¿80 hours¿ charging their ins. It was clarified that the patient didn't actually charge for 80 hours, but had to charge the ins for a long time. The patient stated that they were able to charge and had ¿great contact,¿ being the connection between the recharger and ins. It was recommended that the patient continue charging until they saw the ¿charge sufficient¿ screen. The patient mentioned that they initially wanted to get their ins taken out, but th eir hcp recommended that they get the device programmed using ¿evolve programming.¿ the patient was to follow up with their hcp and a manufacturer representative. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the circumstances that led to the issue of having to charge the implant device for a long time and the dead battery was due to the patient turning off their device. The patient was able to resolved their issues through an occupational therapy aide (ot aide) and their results were excellent. No further complications were reported.